Event description:
Reporter indicated that vns pt experienced an episode of bradycardia during generator replacement surgery while the dr manipulated the vagus nerve. Report is incomplete because no response has been received to MFR's requests for additional info (via telephone x1, via fax x1).

Event description:
Further follow-up with implanting surgeon revealed that thept has no cardiac history. The intraoperative bradycardia event resolved immediately and without intervention as soon as the surgeon released the vagus nerve. It was reported that as soon as the surgeon released the vagus nerve, the pt's heart rate returned to normal. The event did not compromise the patient hemodynamically nor did it prolong the patient's hospital stay. Stimulation has since been initiated without incident.